Event description:
Complainant reports "the tubal angle is so straight that the customer can't use the product".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported the complaint was noticed before product use. Also reported there is a total on mine defective products in one box (10 ea. Box). Add'l info was requested on 06/17/2014, 06/20/2014 and 07/07/2014. An email with an attached photo was received on 07/01/2014. To date on add'l info has been received. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.